Manufacturer narrative:
(B)(4).

Event description:
Failure observed during the associated ICD analysis. An alert for output stage anomaly and an arc mark on the device can were observed. Further evaluation of the arc mark indicated the presence of lead material.